Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that (B)(6) 2006: patient underwent MRI lumbar spine which demonstrated a l5-s1 diffuse disc bulge which is narrowing the bilateral neural foramina and causing mass effect on the exiting bilateral l5 nerve roots. There is an appearance of bilateral pars defects at this level. On (B)(6) 2007: patient was admitted with following diagnoses: intractable low back pain. 2.l5-s1 spondylolisthesis with lumbar radiculitis and severe low back pain. Two weeks ago, patient had severe back spasms and low back pain. Diagnosis: severe episode of low back pain which is incapacitating. On (B)(6) 2007: patient presented with intractable low back pain and leg pain. Previous conservative treatment had failed. Pre-op diagnosis: l5-s1 spondylolisthesis. Patient underwent following procedures: gill laminectomy l5. L5-s1 transforaminal lumbar interbody fusion with peek cage. L5-s1 instrumentation with icon. L5-s1 posterolateral intertransverse arthrodesis. Local bone harvesting and morselization for use in fusion. Fluoroscopy was used during procedure. Per op notes, a 10mm lordotic cage was packed using cancellous bone in combination with rh-bmp2/acs. The anterior disc space was then packed using rh-bmp2/acs and local bone. The tlif cage was then placed into the interbody space at l5-s1 and tapped into a transverse position using fluoroscopy as a guide. Excellent position was obtained. Intraoperative monitoring was utilized during the procedure. No complications reported. On (B)(6) 2008: patient presented with low back pain. Patient noticed some coldness and numbness in the left foot early postoperatively. As the pain medicines wore off, he started having more and more pain. Patient thought that perhaps his foot was becoming weak. Patient eventually had a myelogram and post-myelogram CT performed. This seemed to show good position of the hardware and no specific deficits. His neck was supple. His back shows a well-healed midline incision with only about a (B)(6) range of motion. The lower extremities showed an absent right ankle jerk and a decrease in the sensation of the s1 dermatomes. On (B)(6) 2008: patient underwent back MRI which noted a small disc bulge high up in the lumbar spine. On (B)(6) 2008: patient presented with coldness and numbness in his left foot. X-rays demonstrated well-positioned hardware with interbody and lateral fusion. A lateral-flexion film was performed which showed solid fusion. MRI demonstrated small bulge at the upper lumbar area that does not appear to be in the direction of the nerve root complaints. On (B)(6) 2008: patient was admitted to hospital due to postoperative persistent pain. Pre-op diagnosis: postoperative lumbar radiculitis status post fusion with painful hardware. Patient underwent following procedures: exploration of fusion. Removal of retained segmental hardware. Neurolysis of the left s1 and l5 nerve roots. Per op note, at the axillary take off of the s1 nerve root, there was considerable amount of firm tissue. It was combination of scar tissue, some ligamentum flavum and then underneath there was scar tissue from the interbody fusion and it was felt that there was evidence of some disk material also. This was densely adherent, very firm. Surgeon was able to break this piece loose and sent that off for specimen. Path report - "fragments of bone." No complications reported. On (B)(6) 2008: patient was discharged with final diagnosis: rule out s1 radiculopathy. On (B)(6) 2008: it was reported through mail that the patient presented for follow up with complaints. Patient was better than he was before surgery. A neurolysis of the s1 nerve root was performed. Patient was waking up uncomfortable and taking pills. Patient's numbness was disconcerting. On (B)(6) 2009: patient underwent fiberoptic bronchoscopy due to lung nodule. Impression: negative visual exam except for a moderate level of secretions. Specimens were sent for cytology and pathology, acid fast bacteria, fungus, routine culture and sensitivity (c <(>&<)> s). On (B)(6) 2010: patient presented with sinus congestion, pressure and drainage for multiple years. Medical therapies had been unsuccessful at resolving this problem. Patient presented with following pre-op diagnoses: deviated nasal septum. Bilateral ethmoiditis. Bilateral frontal sinusitis. Right maxillary sinusitis. Hypertrophic inferior turbinates bilaterally. Patient underwent following procedures: septoplasty. Bilateral frontal osteotomies with endoscope and use of balloon. Right maxillary antrostomy with endoscope and use of a balloon. Bilateral complete ethmoidectomies. Bilateral submucosal resection of the inferior turbinates. No complications reported.

Event description:
It was reported that on 8/16/2007 the patient was admitted with intractable low back pain and l5-s1 spondylolisthesis with lumbar ra diculitis and severelow back pain. On (B)(6) 2007 the patient underwent l5-s1 tlif using blackstone peek cages, rhbmp-2/acs, and pedicle screw instrumentation. There were no noted complications. Patient was discharged on (B)(6) 2007. On (B)(6) 2008, patient presented with back pain and numbness and coldness in the feet. Mr of the lumbar spine indicated ¿fusion hardware and interbody graft fusion l5-s1. Diffuse bulging of the disc l1-2 with possible central herniation with mild narrowing of the spinal canals at this level.¿ x-rays of the lumbar spine indicated ¿anterior fusion fixation l5-s1 with spondylolisthesis of l5 on s1.¿ on (B)(6) 2008, pt presented for an office visit with complaints of persistent radiculitis in the s1 distribution. Physician notes ¿the best that I can tell from the myelogram is that the s1 nerve root does pass through an area of operative scar.¿ on (B)(6) 2008, the patient presented with painful retained hardware. Patient underwent removal of retained hardware l5-s1, exploration of fusion, and exploration and neurolysis of the s1 nerve. Per the op report, ¿a thorough neurolysis with microdissection was carried out and it was found at the level of the interbody implant and the annulus there was a dense adherent mass pressing on and attached to the s1 nerve root.¿ pathology of the removed tissue found ¿intervertebral disc, l5-s1 and scar. Fibrohyaline material with collagenous fibrosis consistent with scar. Fragments of bone.¿ pt was discharged on (B)(6) 2008. On (B)(6) 2008, pt presented for post-op follow up. ¿his wound is well healed. There is no fluid underneath it. He has good range of motion of his back, negative straight leg raising, and he feels that his feet are warmer in general.¿ on (B)(6) 2008, pt presented with back pain. Per the physician¿s notes, ¿he indicates that his back was hurting him. It turns out he was carrying shingles up a ladder within three weeks of his operation. His examination shows some localized tenderness, but no change in his leg function.¿ on (B)(6), 2008 physician noted ¿white count was normal with no signs of any deep infection¿ c-reactive protein¿ showed mild inflammation still consistent with surgery, but not with an infectious process.¿ on (B)(6) 2008, the patient presented for follow up 3 months post-op. On (B)(6) 2009, patient presented with a left upper lobs nodule and underwent a bronchoscopy. Test results indicated ¿negative visual exam except for a moderate level of secretions.¿ on (B)(6) 2010, the patient presented with a deviated nasal septum, bilateral ethmoiditis, bilateral frontal sinusitis, right maxillary sinusitis, and hypertrophic inferior turbinates bilaterally. The patient underwent septoplasty, bilateral frontal osteotomies, right maxillary antrostomy, bilateral complete ethmoidectomies, and bilateral submucosal resection of the inferior turbinates.